Event description:
During an atrial fibrillation procedure, the sheath side port was leaking blood. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The returned dilator was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.